Manufacturer narrative:
(B)(4): a visual examination revealed that the cut wire appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear measuring approximately 14 mm proximally from the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and shortened the exposed cutting wire length, which now does not meet specification. A functional evaluation found that the device did not meet the bowing specification as a result of the melted/split extrusion. The condition of the returned incident device was consistent with the complaint that the device cut wire would not bow and incorrect cut wire length, however, this was attributed to melted/split extrusion. . During manufacturing, tome devices are 100% inspected, the melted/split extrusion is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an ultratome sphincterotome was used during an endoscopic sphincterectomy (est) procedure. According to the complainant, during the procedure the device was unable to bow during an attempt to cut the papilla. The device was removed and the procedure was completed with another ultratome sphincterotome. Once the device was removed it was noted that the cut wire length was 15mm instead of 30mm. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; melted/split extrusion.